Event description:
It has been determined that the event associated with this complaint did not occur, as the device was found to be intact and was not ruptured. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported a right side "leak". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.